Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
Patient weight is unknown. Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient's ipg was deemed inoperable following the patient undergoing an unrelated surgical procedure. Prior to the procedure, the patient didn't set their ipg into surgery mode. The patient's ipg was able to be restored via troubleshooting.